Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was determined to be touch contamination. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The patient transitioned to in-center hemodialysis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The information that was initially reported was incorrect. The patient was diagnosed with peritonitis on (B)(6) 2025. Pd cultures were obtained. No signs or symptoms were provided. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient¿s culture was positive for methicillin-resistant staphylococcus aureus (mrsa). The cause of the peritonitis was touch contamination by the patient. The patient was not hospitalized for the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The patient transitioned to in-center hemodialysis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The information that was initially reported was incorrect. The patient was diagnosed with peritonitis on (B)(6) 2025. Pd cultures were obtained. No signs or symptoms were provided. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient¿s culture was positive for methicillin-resistant staphylococcus aureus (mrsa). The cause of the peritonitis was touch contamination by the patient. The patient was not hospitalized for the peritonitis event.